Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: evidence of moisture ingress is observed in the cartridge canister and on the battery cap. The battery compartment is cracked at threads on the side, leak test failed due a battery compartment leak. The battery cap is undamaged end it¿s able to fit securely, using both returned battery cap and test battery cap , the pump is unable to power up and it¿s completely unresponsive due moisture ingress, unable to verify all steps. The reported ¿no power¿ complaint is duplicated, the pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power circuit/flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.